Event description:
It was reported that this patient had issues with this lead. Boston scientific technical services (ts) referred the patient to the physician. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).